Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings:the pump black box showed no evidence of power events or related alarms or warnings. The battery compartment was observed to be cracked and the battery compartment and cap threads were found to be damaged. During testing, the pump powered on appropriately with the returned battery cap but the battery cap was unable to be fully tightened to the pump. The pump was exercised for 24 hours; no power loss was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the battery compartment was cracked and the pump was losing power when the battery cap was coming lose. The reporter indicated that there was no moisture of corrosion noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.